Manufacturer narrative:
Company rep evaluated the units but was unable to duplicate reported problem. As a precautionary measure, the unit's power pin kit were replaced. Units were tested to factory specifications and returned to customer.

Event description:
Customer reported that five of their v series monitors were repeatedly rebooting which may have affected pt monitoring. No pt injury reported.